Manufacturer narrative:
This supplemental is being filed as the catalog number and serial number of the device was obtained. Additionally, upon evaluation it was discovered that the device was experiencing an inability to load the cot and cosmetic damage, which are not reportable issues.

Event description:
It was reported that the cot is not lowering when pushed back and will not lock into place. Upon evaluation, it was discovered that the powerload could not load the cot and had cosmetic damage.

Event description:
It was reported that the cot is not lowering when pushed back and will not lock into place (difficult to load/unload cot in the ambulance). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.